Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia, suprarenal cuff migration. Additionally there was evidence to reasonably support the following observations; sac enlargement, endoleak type ii, stent cage dilation and endoleak type iiib of the main body (will be reported in another report) cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to the migration of the suprarenal cuff, which was most likely caused by hostile aortic neck tortuosity (suspect off-label anatomy). User and procedure-related or harms could not be identified due to lack of medical information surrounding the implant or the event procedure. Procedure-related harms included a type ii endoleak from a lumbar artery. Associated clinical harms for this device failure included: type ia endoleak, sac growth and a secondary endovascular procedure. And, the final patient disposition was reported to be doing well. There have been no further negative patient sequelae for this event. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during routine follow-up a type 1a endoleak was observed; specifically the aortic extension had moved down. The patient was asymptomatic at the time. The physician elected to treat the type 1a endoleak with a vela infrarenal and two vela suprarenal devices. At the completion of the secondary procedure the patient was reported as doing well.